Manufacturer narrative:
Cd of device.

Event description:
Reportedly, there was contraction of the stent after release (from 12cm to appr. 6cm) for that reason it was necessary to implant a second stent. The customer stated that he held the sytem in an even position, with the handle in his hand, and his hand for fixation on the patient. The stent was released by the wheel. Our system could be pulled back without problems after releasing the stent.